Event description:
No reading on cam monitor post 1104hm placement. The cam monitor was confirmed to function properly when tested with an alternate 110hm. The surgeon chose to reattach the cam monitor to the 110hm even though there were no pressure reading while in use with the 110hm. There was no injury to pt as a result of the event. The 1104hm was removed prior to pt transfer to the step down unit. The device was discarded of at the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.